Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to moisture damage keypad traces. No frozen screen noted or moisture damage on the electronics noted. The device also was received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump are sticking and often unresponsive. Customer stated when she attempts to use the insulin pump it doesn't respond until thirty seconds later. Customer further stated that the insulin pump often freezes. Customer mentioned that she was playing tennis and the insulin pump may have been exposed to moisture from sweat. Customer's blood glucose reading at the time of the call was 98 mg/dl. No further information reported.